Event description:
The customer reported the system displays no image and technique drives to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter, image processor, and video controller. System operates as intended. (B) (4).